Event description:
It was reported that "screw shank was fractured during posterior cervical fusion procedure while surgeon was attempting to tighten before rod insertion. Screw shank remains a patient's t1 vertebrae, a cross connector was installed to help fortify the construct."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.